Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump's basal rate history was intermittently missing. Reportedly, the customer could resolve the issue by exiting the menu and re-entering the history screen. Blood glucose ranged from 113-205 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.